Event description:
The customer reported obtaining low white blood cell (wbc), platelets and high red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and mean cell volume (mcv) results for one patient sample which was generated on a coulter ac*t diff 2 analyzer. It is unknown if the instrument generated flags as actual instrument printouts were not provided. The erroneous results were reported out of the lab and the physician questioned the results as it did not agree with the patient's previous results. The sample was rerun on an alternate ac*t diff 2 instrument and the results, which were considered correct by the customer, were reported out of the lab. There was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) bleached both the wbc/hgb and rbc/platelet baths and pathways to clean any debris that may be in the baths or pathways. The fse also changed the filters including the waste filters. The fse also stated that the controls seemed to have been opened for too long. The fse ran new controls and adjusted the red blood cell (rbc), wbc, mcv, and mean platelet volume (mpv) calibration factors. The fse then ran both sets of old and new controls and recovery was within assay ranges. The fse suggested for the customer to order new controls. Root cause of the event is unknown but may be specimen related.

Manufacturer narrative:
Evaluation code - results code - (other): wbc/hgb and rbc/platelet baths and pathways. (B)(4).